Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device alarmed frequently and the heart rate and blood oxygen values exceeded the set alarm range. The patient was admitted to the hospital at 12:00 on (B)(6) 2020 due to coughing for 4 days and asthma for 1 day. Upon admission the patient was given an anti-infective treatment for cough, phlegm, asthma, oxygen inhalation and other symptomatic supportive treatment. Blood oxygen saturation monitoring on (B)(6) at 23:10 were the issue was found. Assessed the patient immediately. The heart rate was within the normal ranged during the oxygen supply and there was no hypoxia. There was no patient injury.